Manufacturer narrative:
The MFR did not receive device or other source documents for review. The MFR received x-rays. Where lot number was received for the device, the device history records was reviewed and found to be conforming. A cause for this specific even cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, and amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt was implanted a tpp thrust plate 40 12/14 on the left side on (B)(6) 2005. The pt was revised on (B)(6) 2014 due to osteolysis on the femur. The tpp trust plat 40 12/14 was replaced with another product.